Event description:
Caller reported a cgm error that occurred with their sensor. Blood glucose level information was not reported, but it was implied there was no adverse impact since the issue was resolved. Customer support provided instructions for a complete pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.